Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this pacemaker had chest pain while doing exercises with their arms. The device was exhibiting competitive atrial pacing. Additionally, the patient¿s heart rate increased abruptly with walking, and then it would suddenly decrease. Several troubleshooting options were discussed. The device was going to be reprogrammed to optimize the patient¿s therapy. It was suspected that the issues may be related to the patient¿s hypotension. No adverse patient effects were reported. The device remains in service.